Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that sometimes customer has to press buttons twice and scratches on screen makes device harder to read. Customer¿s blood glucose was unknown. Customer stated that insulin pump had rejected new battery, insulin pump slower to rewind and has to change battery every two weeks, had dimmer light. Insulin pump will not be returned for analysis.